Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2112701 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured due to being caught in calcified lesion. Manual compression was done after the device was removed. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured due to being caught in calcified lesion. Manual compression was done after the device was removed. There was no reported patient injury. The device was returned for evaluation. A non-sterile mynx control vascular closure device 6f/7f was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with the stopcock open. The sealant was in the manufacturing position and was exposed to blood. The syringe and procedural sheath were not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon with water, the results revealed a leak in the balloon. Per microscopic analysis, visual inspection under high magnification revealed a longitudinal tear in the balloon, approximately 3 mm from the balloon neck. A product history review of lot f2109603 revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported failure ¿balloon loss of pressure-in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the available information, vessel characteristics may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, the safety and effectiveness of the mynx control vcd have not been established patients with clinically significant vascular disease in the vicinity of the puncture. Neither the phr review, information provided, nor the product analysis suggest that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.